Manufacturer narrative:
Surgery was performed on (B)(6) 2023 to add a lead, and it was found that this lead was left behind in the body. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Homemonitoring reported high impedance on this rv lead (>1500 ohms). Patient received multiple inappropriate shocks due to noise and was hospitalized. A lead fracture is suspected and detection was turned off. Lead currently remains implanted with plan to change it soon. Should additional information be received, this file will be updated.